Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 22-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 4.1 multiple pockets had failed. A field service engineer replaced the controller board for storage space main 4.1. The storage space was successfully recovered and tested using the hardware test application and pharmacy staff also verified functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es, the main drawer multiple pockets had failed. The customer stated that this malfunction took place when dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.